Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 214,274 joules during a prostate procedure. It was also noticed diminished tissue vaporization. The procedure was completed with a second fiber. It was reported "no harm to pt".

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.